Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye and magnification noted a damage/hole in the tubing near the blue clamp. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a cut on the drainage tube of a capd disposable disconnect y-set. This was observed before use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.